Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving ziconotide (25 mcg/ml at 1.201 mcg/day) via an implanted pump. The indication for pump use was spinal pain. The patient's medical history included back and leg pain, diabetes, and the patient was allergic to penicillin. On (B)(6) 2015, it was reported that the pump was explanted. The physician left a piece of the catheter in the patient at the pump removal. Per the reporter, the pump was explanted because of the patient's diabetes and an assumed infection. Additional information was received from the healthcare professional on (B)(6) 2015 and it was reported that the patient developed erythema of the pocket site. An infection was never demonstrated, but the surgeon recommended removal of the system.